Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that the indication for the initial surgical procedure was colovesical fistula. During the ostomy takedown procedure, the anastomosis failed. The surgeon¿s partner came in to assist and attempted a hand-sewn hybrid technique with loop. When asked about technique for the distal and proximal transections, the surgeon stated that he uses a contour for the distal transection and a gia stapler of the proximal transection. He uses a 2-0 prolene suture to secure anvil and always ensures fresh tissue for the anastomosis. After firing, either anterior, posterior, or to the side, he was not seeing staples; only seeing mucosa. Going proximally, he could see the ¿mucosa puckering¿ and could not see staples. When withdrawing the stapler, he could see the stapler through the anastomosis. When asked for more specifics on the firing, the surgeon stated that the device was not difficult to fire and he does not check the washer. They hear a crunch and then maintain pressure for ten seconds. He noted the patient had difficult anatomy, they made multiple attempts at the anastomosis, did different types of purse strings, and the anastomosis still failed. A 1.5 hour case turned into a 4 hour case. There were no adverse consequences to the patient reported as the result of the use of this device.